Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the poor distance vision. The lens was exchanged with a non-company lens in secondary procedure. Additional information was requested and received stating the patient symptoms were resolved after the explant. The patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal toric, 22.0 (1.5 extended depth of focus) lens was replaced with a non-company non-toric monofocal lens. Due to the exchange of a multifocal toric lens to a non-toric monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).